Event description:
It was reported that the patient feels like there is a crack at the implant site and patient also reported a funny smell that patient thinks might be coming from the implant site.

Event description:
It was reported that the patient feels like there is a crack at the implant site and patient also reported "a funny smell" that patient thinks might be coming from the implant site. Additional information was received that the patient experienced battery site pain. It was also noted that the patient felt a burning sensation when charging. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was kept by the facility.